Event description:
It was reported that the procedure was to treat a moderately calcified, 90% stenosed lesion in the moderately tortuous distal left anterior descending (lad) artery. The 2.5x20mm nc trek balloon dilatation catheter (bdc) was unpackaged, soaked, and prepped for use without any issues noted. The nc trek bdc was advanced to the lesion without issue for pre-dilatation; however, the balloon ruptured at 4 atmospheres (atm) during the first inflation and was removed without issue. Another 2.5x20mm nc trek bdc was used for pre-dilatation, followed by deployment of a 2.5x23mm xience prime to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The definitive cause of the reported balloon rupture could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.